Event description:
Procedure: low anterior resection. According to the reporter: the anvil of the stapler didn't tip and the stapler was stuck in the anastomosis. They had to suture the anastomosis from outside instead of inside. As a result, the patient had a stoma.

Manufacturer narrative:
(B)(4).